Manufacturer narrative:
Although the product was not received for evaluation, a review of the photos received was performed. The original packaging is not visible in the photos. The part number and lot number cannot be verified or determined. The photos are images of a surgical procedure in process. A blue, micro-coaxial needle with a light-yellow colored irrigation sleeve can be seen with the tips of each inserted into the eye. A round, light yellow, disc-like particle can be seen in between the needle shaft and the irrigation sleeve shaft. In the next several photos, the particle moves down the shaft until it exits the tip of the irrigation sleeve and is deposited into the eye, where the round, light-yellow colored, disc-like particle can be seen with no instruments in the eye. No further evaluation can be performed as the particulate/foreign matter and the complaint unit were discarded and not available for analysis. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
The user facility in japan reported that during a surgery, a silicone like particle was found in the patient's eye. The foreign material was removed from the eye and the surgery was completed. No patient injury was reported.

Manufacturer narrative:
The lot number of the device was not recorded by the user facility; therefore the device history record cannot be reviewed. The investigation is ongoing.